Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that there was poor communication. Patient stated their healthcare provider has retired and patient was looking for a new hcp. Patient reported about 2 months, all of a sudden the patient's recharger (insr) stated "will not communicate". Patient stated never having a problem before that. Patient stated the programmer will not communicate either. Patient stated the hcp did x-ray to check leads but it did not show anything. No symptoms reported. No further complications were reported/anticipated.